Manufacturer narrative:
(2026). Surgical intervention for voiding dysfunction after water vapor thermal therapy: 3 cases from our institution. 133rd annual meeting of the japanese urological association. Op-054-03.

Event description:
It was reported to boston scientific via an article presented on the 133rd annual meeting of the japanese urological association, that a retrospective study was conducted to assess required re-operation, after a water vapor thermal therapy procedure using rezum to treat benign prostatic hyperplasia. Data from patients that underwent rezum therapy from 01june2024 to 30july2025 at 1 institution in japan indicated that 3 patients required re-operation. Case 1 was an 80s male who had a prior history of two episodes of urinary retention. This patient underwent rezum therapy and became catheter-free 8 days after procedure. However, this patient experienced recurrent urinary tract infections and his voiding dysfunction persisted. Imaging revealed a cavity where the prostatic adenoma was located, a thin membranous urethral structure was left. Urethral obstruction during voiding was suspected. His symptoms resolved after a transurethral resection of the prostate.